Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the cable interface was bench tested using cable validator nt900. Bench test passed. The cable passed continuity, gbit and 100t tests. The mvs cable was installed on a test system and 2d imaging was successful. On the first attempt to take a 3d image, the system threw a "frame rate" error. After a reboot, 2d imaging was successful. The frame rate error was intermittent . Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no frame rate or exposure errors. Manual manipulation of the interface cable indicated it was the issue. The interface cable was replaced. Extensive testing was performed and the unit operated as expected. The imaging system then passed the system checkout and was found to be fully functional. The interface cable has been returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was having the framerate error occur. There was no patient present when this issue was identified.